Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary for (B)(4): no anomalies found. The reason for return battery measurement was the result of an environmental condition. The cause of the eri readings was due to version 8 software being loaded (B)(4) 2010.

Event description:
It was reported that the device was interrogated and had a battery voltage of 2.84 volts. The device was rewarmed for one to one and half weeks and when reinterrogated the battery voltage had triggered the elective replacement indicator (eri) warning. The device remained in the box and was never implanted. No patient involvement with device.